Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the partial lead was returned in segments, analyzed, and no anomalies were found. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breached cut and there was apparent explant damage.

Event description:
It was reported that the right ventricular lead dislodged and the patient experienced a pneumothorax. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.